Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib battery was replaced and the power supply was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported the system would shut down during procedures without command. There is no report of patient injury.